Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. (B)(6). After the customer approved the quote for onsite evaluation, a philips field service engineer (fse) conducted an onsite diagnostic assessment of the unit. The evaluation confirmed that the nibp pump assembly was defective due to a malfunctioning valve and air leaks, which resulted in inaccurate measurements. The fse replaced the defective nibp pump assembly and provided the necessary technical support. Following the repair, the unit returned to full working specification. Based on the information available in the case, the cause of the reported problem was confirmed to be the nbp pump assembly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported the nibp values are outside parameters. The device was not in use on a patient at the time of event, there was no adverse event reported.